Event description:
Related manufacturer reference number: 2017865-2022-02525. It was reported that the patient presented for a routine device change. Prior to the procedure, it was reported that upon interrogation, the right ventricular (rv) lead exhibited variable capture threshold, and the right atrial (ra) lead exhibited oversensed noise. Upon an x-ray, it was observed that the rv and ra leads exhibited a lack of lead slack. The rv and ra leads were capped and replaced on (B)(6) 2022. The patient was stable.